Event description:
Nursing staff responded to a patient in sinus bradycardia. The device was attached with ECG leads and it was reported the patient was not diaphoretic or hairy. The monitor displayed dashed lines and displayed leads off. Lead placement checked and electrodes checked, device continued to indicate leads off. Electrodes replaced with no change. Desposable defibrillation electrodes attached to patient, device continued to display leads off second device used with the same results, nursing staff tried switching between leads, and replaced ECG electrodes again. Nursing staff obtained a back up device, did not change electrodes and device worked immediately. Patient later died, staff indicate that the alleged malfunction did not cause or contribute to the outcome due to assessment of patient viability.